Event description:
It was reported that the stent did not expand to treat the lesion. The 90% stenosed target lesion was located in a severely calcified and severely tortuous superficial femoral artery (sfa). A 7x80x75 innova self-expanding stent was selected for use in a percutaneous transluminal angioplasty (pta) procedure. During deployment, the stent was able to fully expand but physician felt the radial force was not enough to treat the lesion. The procedure was completed with this device. There were no patient complications.